Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shutdown at 100% battery life. Reportedly, the pump turned back on after being plugged into a power source for approximately 5 minutes. When the pump turned back on it was noted that the touchscreen was unresponsive. Customer's blood glucose level was 229 mg/dl. Customer indicated they have back up manual injections for continued insulin therapy.